Event description:
On (B)(6) 2012 customer reported that the ion selective electrode (ise) waste cup, on the dxc 800 pro, overflowed on top of the module side of the instrument and on the floor. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found a clogged ise waste valve. Fse cleaned the valve and this resolved the issue. No further leaks were reported.

Manufacturer narrative:
(B)(4).